Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that their pacemaker had a battery life overestimation issue. No intervention took place at the time and there were no patient consequences.